Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that on (B)(6) 2015 patient removed pump from pocket and pump showed an unprogrammed bolus - 20 units ready to be delivered - patient stopped it and bolused as normal, and is worried that the pump did this on its own. There is no allegation of an adverse event related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/15 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings: no defect is found. Reported date from 02/2015 is overwritten, no evidence of 20u bolus programmed is observed in the bolus history, tdd add up and reflect the programmed basal rate target. Prime¿ steps were performed correctly, no ¿auto-bolus¿ or any eaw occurred during the investigation. The keypad rubber is undamaged and all buttons respond properly to presses. The pump¿s cover was removed; no intermittent condition or short was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).